Manufacturer narrative:
The pump was unable to prime during prime test due to fault force sensor resistor. The occlusion test and excessive no delivery alarm test were unable to be conducted due to prime anomaly. The pump had scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of a no delivery alarms on the customer's insulin pump. Customer's blood glucose level was 400mg/dl. The customer most current level was 246mg/dl. The customer treated with the pump. Troubleshooting was conducted. The customer was advised the pump would be replaced and returned for analysis.